Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient doesn't know if their bowel stimulator was helping because they were still having bowel problems. As a result of what was reported, they were redirected to their healthcare provider (hcp); they will see their hcp in may regarding the issue above. The patient declined troubleshooting during the call because they know how to make adjustments. Additional information from the consumer on may 25th reported she was going to have them take the ins out. The patient stated it was not helping her. The patient stated she had irritable bowel syndrome (ibs). The patient stated she had it for bowel. The patient stated it was getting worse again. The patient stated she was going to have it removed. The patient stated the event began 4-5 months prior to the call. There were no further complications that have been reported as a result of this event.